Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant of the pulse generator, leads could not be inserted into the atrial header port of the pulse generator. A new lead was used and it was able to be fully inserted. The device was successfully implanted.